Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a controller exchange around 22nov2022 was confirmed via the log file review from a different controller. The system controller, serial (B)(4), periodic log file spanned approximately 126 days (13sep2022 to 10jan2023 per the timestamp). The log file captured system controller clock not be set to the correct date and time after 30sep2022 at 06:52. The controller was reconnected to the driveline sometime around 22nov2022 by backdating based on the date the controller clock was synced and ongoing default timestamp of 16jan2000; the controller clock was resynced on 07dec2022 at 11:52 from the event log file. This indicates that a controller exchange was performed. Review of the patient¿s history verifies that the controller, serial (B)(4), was exchanged to a different controller on 30sep2022. No other notable alarm was observed. The hm3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. The device history record cannot be reviewed as the serial/lot number of the device was not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-00054. It was reported that there was a controller exchange for unknown reasons on 22nov2022. This new controller was exchanged in the clinic on (B)(6) 2023 after obtaining a therapeutic international normalized ratio.